Event description:
The initial reporter received a questionable hcg+beta elecsys result from one patient sample tested on the cobas 6000 e601 module. The initial result from the module was 10000 miu/ml with a data flag. The first repeat result by auto-dilution from the module was 56.57 miu/ml with a data flag. The second repeat result from another module was 10000 miu/ml with a data flag. The third repeat result by auto-dilution from the other module was 16986 miu/ml with a data flag. The reporter was informed that the repeat result in the laboratory information system was not accurate prompting the rerun of the patient sample. The third repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 797723. The expiration date was requested but not provided. The field service engineer (fse) inspected the module and determined a loose set screw in the rotation pulley had caused the event. He tightened the set screw; performed liquid-level detection voltage and mechanism position adjustments; inspected the set screw on the reagent probe assembly; and did a system volume check. He verified the analyzer's performance with a successful 21-cup precision test. The customer performed qc with acceptable results. The investigation is ongoing.

Manufacturer narrative:
The calibration results were within specifications. The qc results were within -2 standard deviations and were within specifications. There was no indication of a performance issue with the reagent. The alarm trace had abnormal probe sucking and movement alarms. These are indications of possible poor sample quality. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.